Event description:
Celect ivc filter placed 2013 found to be fractured (2 arms) with one fragment along right psoas (extravascular, retained) and one in right pulmonary artery. Filter tip embedded. Removed with forceps and pa fragment removed also.